Manufacturer narrative:
Na

Event description:
Information was received that the enclosure of the device appeared to have been damaged. According to the provider, the patient was using the device at the time of the reported incident. The patient did not report any harm. It appears that a failure of the solder joint on the ac inlet caused the event.